Event description:
It was reported that during an unrelated invasive heart surgery, a temporary loss of ventricular capture was observed. Electrocautery was in use during the procedure and no testing was done afterwards. In a follow-up the next day, the patient was asymptomatic. No pacing anomalies were observed and electrical values were normal. The patient would be monitored.